Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104130 tprlc 133 t1 pps ho 13x146mm 6498655, stem; 010000865 g7 neutral e1 liner 40mm g 6233683, liner; 650-1058 cer bioloxd option hd 40mm 2982740, head; 650-1068 cer option type 1 tpr sleve +6 2959195, sleeve. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03274 stem. 0001825034-2019-03278, liner. 0001825034-2019-03280, head. 0001825034-2019-03281, sleeve.

Event description:
It was reported that patient underwent primary left tha. The following day that the patient experienced orthostatic hypotension and this delayed the patients discharge from the hospital. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI :(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Medical records indicate a delay in discharge by four days due to orthostatic hypotension. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.